Manufacturer narrative:
Findings: unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and alarm confirm in alarm history screen. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.